Manufacturer narrative:
A ge representative evaluated the system and ran the software self repair function using an external hard drive. The system operates as intended.

Event description:
The customer reported the system has a file corruption problem. No patient injury was reported.